Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that visual inspection was also found green substance on the proximal ring in the trifurcation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead that was originally capped four years previously due to the improvement of the patient¿s condition was explanted. The rv lead was returned to the manufacturer and subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.